Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient had expired on (B)(6) 2020 due to bad initial status multi organ failure. The cause of death is unknown and was not provided by the customer. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 22mar2019. Section 1 of the heartmate 3 lvas instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 16feb2022 that the patient passed away on (B)(6) 2020. The cause of death was bad initial status multiorgan failure. The death was not considered to be device related and the device was operating as expected. The pump was not explanted. Related MFR report # 2916596-2020-00313.